Event description:
It is reported that btm had not (completely) integrated after 7 weeks adding that there had been burring of the outer table. It was reported that a free flap was used and large areas of btm was removed. The reporter also stated that he was unsure why the btm had not integrated and commented that the patient was very fit, compliant and a non-smoker. Event resolution is resolved. Action taken with the device was as partially removed and not replaced.

Manufacturer narrative:
Alternate surgical approach required because the btm had not sufficiently integrated. Further details are pending. Delayed integration because of a lack of viable wound bed or other complication is described in the IFU. However, in this case it is not expected as wound preparation (bone burring) looks to have been adequate.

Event description:
The reporter stated the indication for novosorb btm use was excision of a skin cancer, and that the cause of delay in integration is unknown.

Manufacturer narrative:
Although the device was unavailable for evaluation, a review of batch 190702l5 has been conducted and no errors were identified.